Event description:
A nurse reported that during a procedure, the system displayed a red screen and bubble formation was noted. The case was completed with difficulty and manual aspiration. There was no patient harm reported. During a follow up, the nurse indicated the issue was not related to the cassette. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the receiver mechanism printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).